Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. At an unspecified time, the option-lok male adapter of the primary tubing set was connected to a clave port of an extension tubing set. The primary tubing set was being used to deliver an unspecified chemotherapeutic agent. It was reported that after the delivery of the chemotherapeutic agent was complete, the nurse disconnected the option-lok male adapter of the primary tubing set from the extension tubing set. At this time, it was reported that the option-lok male adapter broke off and remained lodged inside the clave port of the extension tubing set. It was reported that an unspecified volume of solution leaked from the stuck open clave port. The solution that leaked was cleaned up according to the user facility's protocol. It was reported that the primary tubing set was not replaced as the therapy was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the extension tubing set was replaced.

Manufacturer narrative:
The customer indicated the device was discarded. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks, and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard ((B)(4)) and interaction with other components. The planned improvements will optimize the design of the thread, taper, and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.